Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the balloon was tested beforehand with 15 ml of the solution provided in the catheterization kits and did not notice any asymmetry. The balloon leaked and the catheter was replaced. No clinical consequences.